Manufacturer narrative:
Date sent to FDA: 11/21/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2008 and mesh was implanted. The patient reported that the mesh is wrapped around pelvic organs, bolted to the spine and cannot be removed. The patient has experienced nerve damage, chronic pain, and plastic poisoning. After a few years, the patient was experiencing pain in the pelvic area, constant pain in the hips, shooting pains in the groin, excessive period pain and bleeding, clotting, pain traveling down legs to the back of knees, pain after sex. The patient reports she has become exhausted by the pain and experienced fatigue. The patient has undergone unspecified testing from 2012 to present day. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.